Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that all four (4) leds lighted up as expected. However, during functional testing, it was observed that the voltage on one cell pair was below the threshold. Internal inspection of the battery revealed a lifted cell weld. As a result, the reported "led display error" could not be confirmed; however, the broken cell weld likely prevented the battery from charging or provide power at the time of the reported event. Based on an evaluation conducted under an internal investigation, the root ca use of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the battery status light emitting diodes (leds) were not fully illuminating. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.